Event description:
Sorin group received a report that the blood outlet port of the d733 micro 40 ph.i.s.o. Arterial filter snapped off as the clinician was tapping on the port to de-bubble the unit during priming. The clinician changed out the arterial filter for the procedure. There was no pt involvement.

Manufacturer narrative:
There was no pt involvement. Sorin group (B)(4) manufactures the d733 micro 40 ph.i.s.o. Arterial filter. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). Sorin group received a report that the blood outlet port of the d733 micro 40 ph.i.s.o. Arterial filter snapped off as the clinician was tapping on the port to de-bubble the unit during priming. The clinician changed out the arterial filter for the procedure. There was no pt involvement. The investigation is ongoing. A f/u report will be sent when the investigation is complete.